Event description:
It was reported that stent dislodgement and perforation occurred requiring additional intervention. The patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. An ivus was used to measure the distal reference of 2.5 mm, and pre-dilatation was performed with a 3.0 mm shockwave balloon. After a 3.00 x 48mm synergy xd drug-eluting stent was placed, multiple post-dilatations were performed with a 4.0 mm, 4.5 mm and 5.5 mm non-boston scientific balloon catheter. However, during the final inflation, the stent seemed to be floating in the artery and a small perforation was noted. In response to the perforation, a covered stent was placed, and balloon tamponade was applied, which successfully diminished the perforation. The patient was stable post-procedure.